Manufacturer narrative:
Manufacturer ref no. : (B)(4). During baxter's functionality testing of a spectrum pump it displayed system error 105. The device was found out of specification in relation to the experienced system error which was not reproduced. Evaluation confirmed the error and determined it was caused by a failed motor (seizing). The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump it displayed system error 105. There was no patient involvement.